Event description:
Patient with a past medical history for breast cancer diagnosed approximately 5 years ago. The patient underwent a left modified radical mastectomy and postop chemotherapy and radiation therapy. Approx 1 year later the patient underwent bilateral delayed breast reconstruction with latisimus dorsi flaps and submuscular tissue expanders. She then went on to complete her reconstruction with exchange of the tissue expanders for saline implants in fall 2008. The filled volume was 460 ml. She has had no trauma to her chest. The patient reports that just recently she began noticing that the left breast implant was getting smaller day by day. She returned to surgery for removal of deflated implant and exchange of bilateral breast saline implants for gel implants.